Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient's device was replaced, the patient was receiving good stimulation and good therapy. Please refer to MFR. Report # 3004209178-2013-03643 regarding patient's new device.

Event description:
It was reported that there were high impedances before the implantable neurostimulator (ins) replacement surgery, as well as a low battery status. It was stated that the readings were as follows: "greater than 4000 ohms on all of the unipolar pairs. All pairs were greater than 4000 ohms with case. Bipolar pairs were 01=1500, 02 "?", 03 2800; 12=1500; 13="?", 23=1500." It was also stated that the patient was currently on program c+3-. Additional information was requested, and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3888-28, lot# j0225319v, implanted: (B)(6) 2003, product type: lead. (B)(4).